Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During evaluation of the device, the reported issue of the device "said it was kinked, when it was not", resulting in fluid not flowing, was reproduced. A test run was performed at 250ml; the infusion was interrupted with a false downstream occlusion. A review of the event history log revealed multiple 'downstream occlusion!' Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification force sensor; which requires calibration to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "said it was kinked, when it was not", resulting in fluid not flowing. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.